Event description:
Per the report received from italy a 73-year-old patient with a 29mm carpentier edwards perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and (8) eight months due to stenosis. As reported, the patient presented with dyspnea. A 29 mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device using the transseptal approach. As reported, patient was noted as to be doing well.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Medwatch #57699 report ID: 2015691-2024-09072 was submitted to report issues occurred during transcatheter valve implant. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy this 73-year-old patient with a 29mm carpentier edwards perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and eight (8) months due to calcification and pannus leading to stenosis. As reported, the patient presented with dyspnea and chest pain. A 29 mm sapien 3 valve was successfully implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be doing well.

Manufacturer narrative:
The corrections were for the initial submission for medwatch MFR # report ID: 2015691-2024-09088 with a report date of dec 3, 2024. Added information to section b5, h6 (health effect - clinical code) and h6 (device code) corrected data b7 and h6 (device code): "4066 - device stenosis" code removed report ID: 2015691-2024-09072 was submitted to report issues occurred during transcatheter valve implant with 29 mm sapien 3 valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. IFU review unable to be performed as the model is unknown calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Per the report received from italy, this 73-year-old patient with a 29mm carpentier edwards perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and eight (8) months due to calcification and pannus leading to stenosis. As reported, the patient presented with dyspnea and chest pain. A 29 mm sapien 3 valve was finally successfully implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be doing well and discharged.

Manufacturer narrative:
The correction is for the submission for medwatch MFR # report ID: 2015691-2024-09088 with a report date of dec 3, 2024 and dec 19, 2024. Corrected information to section b5, b7. Reference mw # 57699 is corrected to MFR report number 2015691-2024-09072 according to FDA request received on the 16th of december 2024. The related report number is now included in the corresponding block h10.